Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #2). Additional emdr were submitted to represent the bard/davol composix kugel (device #3) and the bard/davol ventralex (device #1 and device #4). Note: (B)(6) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for implant of a bard/davol ventralex, reference (B)(4) (device #1). On (B)(6) 2006: the patient underwent surgery for implant of a bard/davol composix kugel hernia patch, reference (B)(4) (device #2). On (B)(6) 2006: the patient underwent surgery for implant of a bard/davol composix kugel hernia patch, reference (B)(4) (device #3). On (B)(6) 2007: the patient underwent surgery for implant of a bard/davol ventralex, reference (B)(4) (device #4). The patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1 and device #4) and bard/davol composix kugel hernia patch (device #2 and device #3). Attorney alleges general allegations against the bard/davol ventralex (device #1 and device #4) and bard/davol composix kugel hernia patch (device #2 and device #3) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿